Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a diluent leak in the coulter lh750 hematology analyzer, on the right side of the diluter around the differential mix module. The customer reported that she had run a latron primer and it failed. The customer then shutdown and started up the unit. At end of startup the customer noticed diluent pooled in right side of unit. There was no report of patient affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak at the random access module. The fse found the drain line for the stain pump (pm5) was kinked. This created pressure which caused the pumps output tubing (the tubing through vl99) to become disconnected. The fse replaced the pumps drain line and reattached the tubing through vl99. The fse verified that the repairs were per the established procedures.